Event description:
It was reported that during removal, the wound drain broke and a section approximately 2 cm long remained inside the pt. The event occurred three days after placement. Due to a decision made between the pt and the doctor, the indwelling drain portion has not been removed.